Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg can no longer hold a charge. An sjm representative met with the pt and confirmed that the ipg is inoperable. It was also reported the pt has not used her scs system in some time. As a result, the pt plans to undergo surgical intervention.